Event description:
Info received indicates the right intermediate siderail is not locking.

Manufacturer narrative:
The technician isolated the issue to rust on the siderail latch assembly components. He replaced the siderail latch assembly to repair the bed.